Event description:
During a pacemaker follow-up (the serial number was not provided), the following message was displayed: "connection issue with the programming head". Nevertheless, reportedly, the device could be interrogated.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.